Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. No UDI required due to this device was out of production prior to the september 24, 2014 UDI regulation date. (B)(4).

Event description:
A doctor reported a central island in a patient's right eye post refractive surface treatment. The patient did not recover their maximum uncorrected visual acuity as soon as expected. It took four months after the surgery for visual acuity to be what was expected earlier. No problems reported with corneal epithelization. Patient is reported to also be a corticosteroid responder. Patient is using an alpha 2 agonist/beta blocker drop twice a day and an adrenocortical steroid. There are two related reports for this patient. This report addresses the patient's right eye and another manufacturer report will be filed for the fellow eye.

Manufacturer narrative:
Log file review shows all laser system functions were within specifications for the respective treatment. Clinical review states that the central island is visible, however, it cannot be concluded that a product malfunction has contributed to this event. The system history shows that the laser was verified successfully prior to the date of treatment. There is no indication a device malfunction caused or contributed to the reported event. No technical root cause was identified as the product was found to be within specifications. The root cause cannot be determined conclusively. (B)(4).